Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a generator change-out procedure, this right ventricular (rv) lead fracture while the physician was unplugging the rv lead from the header. Though, it was possible to pace through the broken lead, a new rv lead was attempted to be implanted from the right side but venous occlusion prevented this. Subsequently, a new competitor system was implanted on the left side. No additional adverse patient effects were reported. This rv lead was capped/deactivated.